Event description:
It was reported that shaft hole occurred. A 10.0 x40, 75cm charger balloon catheter was advanced to dilate the lesion; however, it was noted that there was a hole in the catheter as the endoflator would not pressurize during inflation. The procedure was completed with another charger balloon catheter. No patient complications were reported and the patient's status was well.

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 11mm proximal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the tip which could possibly have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that shaft hole occurred. A 10.0 x40, 75cm charger balloon catheter was advanced to dilate the lesion; however, it was noted that there was a hole in the catheter as the endoflator would not pressurize during inflation. The procedure was completed with another charger balloon catheter. No patient complications were reported and the patient's status was well.